Event description:
"Device placed inpatient, patient has some testings, no chest x-rays was done at that time, came back and it was noted at that time that the catheter had detached from the port and migrated into the pulmonay artery and had an interventional radiologist snare it and remove it."

Event description:
"Device placed in patient, patient had some testings, no chest x-ray was done at that time, came back and it was noted at that time that the catheter had detached from the port and migrated into the pulmonary artery and had an interventional radiologist snare it and remove it."